Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During the paod procedure on the male patient, when the doctor pulled back the sheath, there was leakage from the check-flo valve. No consequence to the patient reported.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. One used/damaged kcfw-7.0-38-55-rb-raabe was returned for investigation with the check-flo valve separated from the sheath. The flare was found to be out of round and appeared to be stretched. Also, white stress marks were found on the interior of the flare. The flare dimension was verified using a go no-go flare gauge. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The process of attaching threaded proximal end fittings to flexor sheaths is validated; the process validation shows that the device meets tensile requirements per iso (B)(4). Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product and the results of our investigation, it is feasible to suggest that a force beyond the device's intended design had been used during the procedure. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
During the paod procedure on the male patient, when the doctor pulled back the sheath, there was leakage from the check-flo valve. No consequence to the patient reported.